Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to determine broken force sensor was detected during seating or regular delivery, frozen screen or keypad unresponsive/button error alarm due to critical pump error (open book image) alarm. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 137 mg/dl. The customer also reported that insulin pump had frozen display and the display was recurred. The customer stated that buttons were unresponsive. The troubleshooting was performed for the pump error and they were unable to clear the alarm. The device will be returned for the analysis.